Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had a malfunctioning display. No patient injury reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to the drain fitting, enclosure, water tank cover, front cover, plate clip, line cord, and pole clamp. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed and caused by a faulty printed circuit board (pcb). However, the root cause of the reported issue could not be determined. The pcb was replaced due to faulty pixels. In addition, the drain fitting, enclosure, water tank cover, front cover, plate clip, line cord, pole clamp, reflux plug, the switch label (due to visual damage), interlock block (due to stripped screw holes) were replaced. The power switch harness and power switch retainer were replaced as part of a corrective and preventive action initiated. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.